Event description:
A technician cut himself while using forceps to remove a stuck cartridge. The cut, which was minor, was cleaned with neosporin and bandaged. No further medical treatment was sought.

Manufacturer narrative:
This event is being reported because it occurred in a potentially biohazardous environment.